Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal medication (once; drug name and dose not reported). Dianeal therapy remained ongoing. At the time of this report the patient had recovered from the event. No additional information is available.